Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a fold crease, yellow particles, wear abrasion, and an opening. Air cavities were observed, though it is not considered a defect due as they are located on the non-textured part of the device. A leak test was performed which found an opening on the posterior side. A microscopic analysis was performed which identified a smooth crease in the posterior. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a smooth crease opening on the posterior side due to a fold flaw opening.

Event description:
Healthcare professional reported a right side deflation and "any creases associated with hole." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation and "any creases associated with hole." Device has been explanted.